Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone calls for knowing customer `s condition; customer stated that is aware the glucose levels are high since was diagnosed recent as diabetic and prescribed insulin.

Event description:
Customer is a new user that called seeking training assistance to set the meter and run a blood test. He states was diagnosed as a new diabetic yesterday with symptoms as drowsy, fatigued , excessive thirst and urination. Physician recommended having a home glucose monitoring device. During the running blood test training, customer got hi results.